Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported "rupture and breast cancer", rupture was confirmed via CT scan. This report is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture and breast cancer"; rupture was confirmed via CT scan. This report is for the right side. The device remains implanted.